Event description:
It was reported that a catheter occlusion occurred. It was indicated that a pump reservoir volume discrepancy may have been observed on 2013 (B)(6) and the healthcare provider (hcp) was unable to aspirate fluid at this time. It was noted, the catheter occlusion was in the lumbar portion of the catheter. The catheter was replaced on 2013 (B)(6). The patient experienced lack of efficacy from the pump and intrathecal medications. The patient resolved without sequelae on 2013 (B)(6). The device system delivered morphine and bupivacaine. It was later reported that the hcp was unable to aspirate fluid on 2013 (B)(6). Conflicting information was later provided and it was unclear whether a volume discrepancy occurred as well as inability to aspirate the catheter or if the hcp was only unable to aspirate the catheter. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
Additional information received reported that there was a volume discrepancy issue found and as a result of that discrepancy, the site changed their answer to indicate that there indeed was a positive result of that diagnostic test.

Manufacturer narrative:
(B)(4).